Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) was due to shorted u1004 and u1005 components on the computer/analog board, causing fault. The monitor was unable to deliver a pulse or pass detect and treat testing. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.